Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: (B)(6) 2015, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in june this year, when the patient went to the hospital to do the program control, an MRI was done and a tumor was found near the implanted lead. The doctor said that it might be caused by the implanted lead. The patient is currently under observation at home. According to the doctor, it might be caused by the implantation of lead. Since the tumor site was quite special, no surgery has been performed for the time being. The doctor suggested observing whether the tumor would grow up first and judging whether it was benign or malignant. No interventions have been taken yet.